Event description:
On 8/30/2024, it was reported by a sales representative via email that anar-3688 knotless fibertak white converting loop was too short. The surgeon was able to make it longer by pulling on it, but it was difficult. The case was completed successfully with a delayed of less than fifteen minutes. The knotless fibertak anchor was left implanted. This was discovered during an open proximal bicep repair on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.